Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. Corrected information has been provided in e1 to reflect the initial reporter title, initial reporter facility name, initial reporter address line 1, initial reporter city, initial reporter state and zip code. H6 investigation: type and findings codes and h6 component codes were updated accordingly based on the completed investigation. Since data logs from the field were not available for investigation and no defects related to the complication were confirmed on returned product, the cause of the false alarm could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the placement screen showed ¿impella position in aorta¿, but the echocardiogram showed good placement in the left ventricle (lv).

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.